Event description:
Reporter alleged obtaining an e-1 error which means segments were missing from or darkened on the display of the compact plus system. Customer discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Unsuccessful attempts were made to contact the customer for the information, but device serial number is unavailable. It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that on (B) (6) 2010, a 6dct developed a leak in the inflation system. A non-routine replacement of the tube was required. The tube was discarded and the lot number is unk.